Manufacturer narrative:
This report is submitted on june 1, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with anitbiotic cream was administered on (B)(6) 2018.